Manufacturer narrative:
Evaluation summary: no product serial number was provided by the reporter; therefore, no device history record could be reviewed. The root cause cannot be determined conclusively. The reporter could not be contacted for additional information.(B)(4).

Event description:
An optometrist reported that during refractive procedure, there was loss of suction between the treated eye and the patient interface, with no patient injury. No further information is expected.